Event description:
Information received indicated when the brakes were activated the right head caster would not hold.

Manufacturer narrative:
The hill-rom technician found that the locking mechanism on the caster was broken. He installed a new brake caster to resolve the issue.